Event description:
It is reported by the patient's attorney that the device was implanted in 2006 and revised in 2007, due to loosening of the tibial component.

Manufacturer narrative:
Evaluation summary - no product was returned for eval. Also, no x-rays were returned for review. Pt info such as height, weight, and pt activity is unknown. Based on the available info a definitive cause can not be determined. Eval codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.